Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a display issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and passed. Charge & boot test was performed and failed due to receiver perpetually rebooting. The allegation was undetermined due to receiver perpetually rebooting. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).